Event description:
Per report, during a transcatheter aortic valve replacement (tavr) procedure via transaortic approach, the sapien 23mm valve position post deployment was too ventricular within the aortic annulus. The patient had central aortic insufficiency which required a valve in valve. It is believed that the central ai was due to an over-hanging native leaflet. The patient left in stable condition.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The safety and effectiveness of the edwards sapien' transcatheter heart valve via transaortic delivery has not been established, is not an approved method of delivery for the sapien valve in the united states, nor is it endorsed or recommended by edwards lifesciences. Additional information provided by the edwards lifesciences clinical specialist: the coaxial alignment of the delivery system and valve with respect of the native aortic annulus, and the imaging intensifier angle were fair. During valve deployment the patient's ventilation was held and there were no issues experienced with pacing capture. Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition, perivalvular and transvalvular leak are known potential complications associated with the tavr procedure. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. There are several patient and procedural factors that alone or in combination can cause or contribute to valve malposition and/or embolization. According to the physician's training manual, some factors that can contribute to valve malposition are poor positioning by operator, annulus-valve mismatch (under sizing and under dilation), interference from adjacent structures (i.e. Sub-aortic hypertrophy), and balloon movement during deployment (i.e. Inadequate reduction of transvalvular flow due to loss of pacing capture during balloon inflation). In this case, the root cause for the reported sapien valve inaccurate final position with subsequent cai cannot be confirmed; however, the report indicates that the imaging intensifier angle and the coaxial alignment of the valve and delivery system were fair, which could contribute to a sub-optimal valve positioning . It appears that procedural factors may have caused or contributed to the event. In addition, there was no allegation of device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.